Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly. Evaluation of the logs indicated that the arm cart assembly experienced a non-recoverable error. An error code associated with a motor state error on the robotic arm was triggered. This error code reports an error message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and re-plug arm." . This error is also a non-recoverable error.". An error code associated with a robotic arm brake state and an error code associated with when the motor state or the reported brake state do not agree with the controller modes were also triggered. Review of the field service notes indicated an instrument drive unit (idu) reseat was performed. All testing was completed and the arm cart assembly is now functional for use. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, the arm cart assembly got a non-recoverable error. The system reportedly would not allow instrument insertion and displayed a message stating that "if docked, please connect and insert instrument¿. When trying to undock, unbrake and rebrake to reset the arm cart assembly and redock, it kept alarming with an arm error. The case was later converted to laparoscopy anterior resection due to procedure complexity and the arm cart assembly error. The arm cart assembly was reset, recalibrated, and appeared to work, and the arm cart assembly was reconnected and redocked to finish the case robotically. There was a delay of twenty minutes because of the issue. There was no patient injury.